Event description:
The customer stated that one of the device's wheels was not working and that is was vibrating. The customer stated that it was possibly a hazard. There was no reported pt or user harm/involvement.

Manufacturer narrative:
(B)(4). A field service engineer (fse) was dispatched to the user facility. The fse found that one caster on the cart was loose, but was still attached to the device. A loose caster on a cart does not pose a health risk and would be obvious in the normal and expected maintenance activities. The fse cleaned the threads of the caster to remove old loctite, then applied new loctite and tightened the caster. The fse then applied loctite to the mounting bolts of the device's three other casters. All repair activities were performed as illustrated in the mandatory field change order (fco), which was previously issued to correct devices in the field. The fco was issued prior to the occurrence of the event outlined this report, but the user facility's device had not received the update as of the date of this event. Us FDA was initially notified of the fco on (B)(4) 2010. This action was expanded to include additional devices in distribution. Us FDA was notified of this expansion on (B)(4) 2011. Previous investigation into the issue had shown that the problem was caused by inadequate manufacturing assembly instructions related to correct application of loctite per the design intent. To improve the design of the product and prevent recurrence of the issue, a nylon locking nut was implemented in production in place of loctite to better ensure that the nut does not come loose. Prior to the release of the product, correct application of loctite was verified as an adequate means of securing the casters. The previously-mentioned reported field action was this correction. There have been no reports of deaths or serious injuries due to this issue. No additional investigation or action is warranted at this time.